Event description:
As reported by our german affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the commander delivery system balloon burst when the valve was fully deployed and therefore, no additional actions were taken. Blood in the syringe was observed and although difficulties retrieving the delivery system through the esheath+ were encountered, it was managed to remove the delivery system through the esheath+. After removal, there was a missing part of the balloon. The patient was stable post procedure. After inspection, the clear part of the esheath+ was sucked into the esheath+ and it was manipulated in order to try to find the missing part of the balloon. The missing piece could not be found and it seemed to remain in the patient but on angiography nothing was seen and all vessels seemed to be well-perfused and there were no signs of ischemia of the legs.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following was observed: balloon longitudinal and radially tear burst. Missing balloon material. Dimensional testing was performed and all measurements taken of the balloon single wall thickness met the specification. Imagery was provided by the site, the relevant was reviewed and revealed: balloon longitudinal and radial burst. Apparent missing balloon material. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated 'severe' degree of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint for system components separate during use ' balloon was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.